Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years post filter deployment, x-ray abdomen 1 view revealed the ivc filter in place, at the level of the l3 vertebral body. Approximately one year later, fluoroscopy demonstrated a filter which was apparently migrated and was seated across the tricuspid valve. Eventually, patient was scheduled for filter retrieval. CT performed revealed evidence of a migrated/embolized ivc filter to the right atrium and echocardiogram also revealed pericardial effusion with concern for perforation of the ivc filter. Following evacuation of the pericardial effusion and on inspection of the right atrium, 2 barbs of the embolized ivc filter had perforated the right atrium. The embolized filter with copious adherent thrombus was bluntly separated from the right atrial surface and was removed. There was no further damage to the right atrium other than the 2 sites of perforation of the barbs which were repaired with felt pledgeted sutures. Therefore, the investigation is confirmed for filter migration. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to the heart and struts perforated into the organs. The device was removed via an open chest percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard g2 filter was deployed with the tip at l2 level, below the renal veins in patient with bilateral pulmonary embolism. Approximately, eight years and five months of post deployment, an anteroposterior abdominal x-ray was performed on patient reportedly experiencing chest pain, noting the inferior vena cava filter in place at the level of the l3 vertebral body. Around, six months and eight days later, a computed tomography abdomen and pelvis was performed on patient with sudden onset of back pain and acute onset of abdominal pain, revealing evidence of a migrated embolized inferior vena cava filter with 2 barbs perforating the right atrium and possible right renal vein thrombosis. Cardiac catheterization revealed high grade left anterior descending and diagonal stenosis, and echocardiogram also revealed a moderate pericardial effusion with concern for perforation of the inferior vena cava filter. A right atriotomy was performed and retraction sutures were placed. The embolized filter with copious adherent thrombus was then bluntly separated from the right atrial surface and was removed. Inspection of the right atrial surface was performed to ensure that there was no further damage to the right atrium other than the 2 sites of perforation of the barbs which were repaired with felt pledgeted sutures. Therefore, the investigation is confirmed for filter migration and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,b2,d4( expiry date: 12/2010), g3, h6 (patient, method, conclusion). H11: h6 (result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to the right atrium and struts perforated into the organs. The device was removed via an open chest procedure. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.